Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm diameter abdominal aortic. It was reported that during the index procedure, due to a short neck, chimney technique was used for the left renal artery and a cuff was additionally implanted. In the distal region, a limb was used as there was a gap between the distal end of the aneurysm to the terminal aorta. A bifurcated stent graft was not used in this procedure. A type ia endoleak was observed following implantation, and so a non medtronic 36 mm cuff was additionally implanted. However, the endoleak persisted. The physician stated the cause of the event was anatomy related. No additional clinical sequelae were reported, and the patient will be monitored by their physician.